Manufacturer narrative:
Additional information has been requested regarding this event; however, none was available. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured and had been previously programmed off. No adverse patient effects were reported.